Manufacturer narrative:
During troubleshooting, the customer indicated that she tried the power supply in multiple outlets, along with a different pump in style power supply and still her pump would not power on. The customer also inspected the power supply for damage, and found none. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 04/18/2019, the customer confirmed that she developed mastitis on (B)(6) 2019, and was prescribed an antibiotic. She indicated that the replacement pump was working without issue, though she is dealing with one plugged duct. At the customer's request, she was contacted by a medela clinician to get additional information, though after repeated attempts, the clinician has not made contact with the customer as of the date of this report. The device was returned along with the power supply and was evaluated on 04/25/2019. The power supply did not power the customer's pump nor a medela lab pump. It was identified that the thermal fuse in the power supply had blown, which is an intended protective measure of the power supply when temperatures inside exceed 125°c. The customer's complaint was confirmed. Refer to attached product evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 04/11/2019, the customer alleged to medela llc that her pump in style breast pump would not power on. She further alleged that because she cannot use the pump, she developed mastitis for which she was prescribed antibiotics.